Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) leads were surgically abandoned during a change out procedure for normal battery depletion due to an unspecified performance anomaly. New leads were successfully implanted and no additional adverse patient effects were reported. The field representative reached out to the clinic and upon review of the data from the patient's chart found that the rv lead exhibited noise and high out of range pacing impedance measurements of greater than 2500 ohms starting eight months prior to the revision procedure. At that time the pacemaker had been programmed to pace and sense in the atrium only. The notes and review of the electronic medical record system did not indicate an issues with the ra lead. A leadless pacemaker was implanted when the pacemaker was explanted and the rv and ra leads were surgically abandoned. No additional adverse patient effects were reported.